Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal polymer. Concomitant medical products:¿ 4159329 02-010-01-0240 - logic femoral ps cem left sz 4, 4178111 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t, 4079517 200-02-38 - three peg patella 38mm, 4159869 204-34-02 - fluted stem extension 25l x 14 mm, 4173166 204-70-00 - tibial stem ext. Screw. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, on (B)(6) 2015, patient underwent initial left knee replacement surgery and was implanted with a optetrak device. Specifically, plaintiff was implanted with a optetrak posterior stabilized tibial insert, along with an optetrak stem, optetrak patella, optetrak screws, a optetrak tibial tray, and a optetrak posterior stabilized femoral component. Following the surgery, plaintiff began experiencing worsening symptoms, pain, instability, effusion, and antalgic gate. Plaintiff underwent a left knee revision surgery on (B)(6) 2021, approximately 5 years 6 months post initial procedure and was implanted with another recalled exactech optetrak device. No device return anticipated due to this being a legal case. No further information.

Event description:
There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Additional information: b5. H6 investigation findings. H6. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Manufacturer narrative:
The reason the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening, prosthesis wear, and instability. The femoral component positioning and patient-related conditions may have contributed to the reported event but the contributions of these user and patient-related issues to the sequence of events cannot be confirmed as the devices were not available for evaluation and images and radiographs were not provided.